Manufacturer narrative:
The device evaluation showed that the blade was broken about midway on the tine. Broken blade was not returned. Instrument was returned dirty, with dried residue on the exterior and interior. Small rust spots visible, and remaining blade appears rusty with a corrosion pit on the surface. Fractured surface of the broken tine has a darkened spot, which may correspond with prior corrosion pits. Cannula is slightly bent at base. Device failure is due to corrosion as a result of poor maintenance.

Event description:
The surgeon reported that the blade "fell off" in the eye during surgery. The blade was removed and there was no known harm to the patient.